Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery (lcfa) and venous closure of a non-calcified right common femoral vein (rcfv) using a 7f sheath in the lcfa and 8f sheath in the rcfv after an atherectomy, angioplasty, and stenting procedure. Reportedly, the proglide suture broke while advancing the knot in the lcfa. There was no suture with plunger removal in the rcfv. Another proglide was used in each access site to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.